Event description:
One patient with discrepant calcium results, compared to repeat result from another analyzer - same methodology. Initial result gave 13.4 mg/dl; repeat gave 11.5 mg/dl. Erroneous result not reported. The field service representative found rinse station output needed adjustment, and performed adjustment.